Event description:
It was reported that the patient "mentioned that lightning affects her stimulation." The patient stated that this doesn't occur in all lightning storms, but sometimes it "nailed her good." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2005. Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3487a-33, lot# j0327028v, implanted: (B)(6) 2003. Product type: lead: product ID 3487a-33, lot# j0315922v, implanted: (B)(6) 2003. Product type: lead. (B)(4).